Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The followings were confirmed by the evaluation of the subject device. -the gap of the surface of the ultrasound transducer was created by the damage of the distal end. -omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There is a possibility that the damage of the distal end occurred by external stress such as hitting the subject device. Therefore, omsc guessed that the gap of the surface of the ultrasound transducer occurred by user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the surface of the ultrasound transducer of the subject device partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.